Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 30 seconds. The device was completely removed from the patient 's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a pinhole 6mm distally of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). A 2mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 30 seconds. The device was completely removed from the patient 's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.